Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The complaint was forwarded to the original equipment manufacturer (OEM) for their investigational purposes, but no device was forwarded to the OEM. Based on the OEM¿s further investigation of previous similar reported complaints, they indicated that the distal tip of the dilator was cracking and breaking likely due to the degradation of the polymer from substantial exposure to light.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined.

Event description:
Olympus was informed that during unspecified procedure, while withdrawing the sheath the physician notice it was in two pieces. It is unknown if any device fragment fell into the patient. The intended procedure was completed. There was no patient injury reported.